Manufacturer narrative:
Evaluation summary: the device was visually inspected and no physical damage was found. The device was powered up and immediately displayed error code 45520 with a continuous alarm, indicating a short circuit in the keyboard dose key. A test keypad was attached to the device and the up arrow was found to be inoperable, which prevented the downstream occlusion sensor from being tested. The downstream occlusion sensor was visually examined and no damage was found to the seal. The event history log was reviewed and there were downstream occlusion alarms present. Based on these investigation results, the downstream sensor was replaced as a preventative measure as the customer's reported problem was verified but could not be repeated. Additionally, the DHR was reviewed and found to be in compliance. No manufacturing or testing issues were found.

Event description:
User facility requested repair of an ambulatory infusion pump due to "multiple occlusions". No patient details were provided.